Manufacturer narrative:
The lot number for the malfunction is unknown, therefore a manufacturing review could not be conducted. The device for this malfunction has been returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600200 chronic catheter allegedly experienced a fracture. This information was received from one source. The malfunction involved one patient with no patient consequences. The age, weight, and gender of the patient were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was not provided, therefore lot history review was not performed. The device for this malfunction was returned for evaluation.the investigation is confirmed for the alleged split on the hickman catheter. The definitive root cause is unknown. The device is labeled for single use. H10: g4. H11: g1,h2,h6(result & conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600200 chronic catheter allegedly experienced a fracture. This information was received from one source. The malfunction involved one patient with no patient consequences. The age, weight, and gender of the patient were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction is unknown, therefore a manufacturing review could not be conducted. The device for this malfunction has been returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600200 chronic catheter allegedly experienced a fracture. This information was received from one source. The malfunction involved one patient with no patient consequences. The age, weight, and gender of the patient were not provided.